Event description:
The customer stated they have been receiving questionably low results for ion selective electrode (ise) sodium on their cobas c111 analyzer (serial number (B)(4)) since (B)(6) 2011. The analyzer was showing a warning icon for a low reference solution after the customer placed a full bottle on the analyzer. The customer provided data for three discrepant results that were reported outside the laboratory. The oncologist questioned the results and the tests were repeated with corrected reports issued. All results are reported in mmol/l. The first patient's initial sodium result was 128. The sample was repeated on a cobas 6000 with a result of 138. A whole blood sample was tested on a nova analyzer and the result was 138. The sample was then repeated on the c111. The result was not provided, but the customer stated the result remained low. The second patient's initial sodium result was 129. The sample was repeated on a cobas 6000 with a result of 139. The sample was then repeated on the c111. The result was not provided, but the customer stated the result remained low. The third patient's initial sodium result was 128. The sample was repeated on a cobas 6000 with a result of 137. The sample was then repeated on the c111. The result was not provided, but the customer stated the result remained low. There were no allegations of any adverse affects to the patients as a result of this event. The field service representative determined the cause of the event was the analyzer not recognizing the reference bottle's liquid level causing the fluid sensor to not adjust correctly. He removed the full bottle of reference solution and reinstalled. The level indicator then showed full reference solution. The customer performed calibration and quality control with no further sensor errors.